Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a diagnostic angiogram was performed on the patient and it was determined that no intervention was needed at that time, thus the patient was not fully anticoagulated. The physician asked the tech to deploy a 6 fr. Angio-seal post procedure to close the arteriotomy. The wire from the angio-seal pack was inserted into the 6 fr sheath, the arteriotomy locater was snapped into the angio-seal sheath and was prepared to exchange the 6 fr sheath. The 6 fr sheath was removed and exchanged for the angio-seal sheath and arteriotomy locator. The tech followed the angio-seal protocols per the IFU and advanced the sheath until blood flow was achieved through the arteriotomy locator, she then pulled the sheath back slowly until blood flow stopped and then advanced the sheath slowly until blood flow was achieved through the locator again. The arteriotomy locator and wire were then removed. She then picked up the angio-seal device at the bypass tube and inserted the bypass tube into the angio-seal sheath and advanced the device until it clicked. She then pulled back on the device until she achieved the second click. The tech then attempted to deploy the angio-seal by pulling the sheath out of the body to set the anchor and begin to deploy the collagen plug. When the sheath was removed, she noted that there was no footplate, suture, collagen plug or tamper tube present. She was able to successfully hold manual pressure to achieve hemostasis. Upon visual inspection of the device, it appeared that it did not have any of the components necessary to close the artery. After a thorough inspection of the patient, it was determined that there was no impediment of blood flow and that there was no foreign body in the artery. The estimated blood loss was less than 250cc. The patient was in stable condition and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. The complaint could be confirmed for pullout upon investigation. Visual and functional testing of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of pullout may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. No other anomalies were found that affected the functionality of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.